Event description:
Complainant alleged that while attempting to defibrillate pt (age & gender unk) the device displayed "defib fault 80", "defib fault 109", and "defib fault 111" messages. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.